Event description:
The customer called and it was reported that she had experienced low blood glucose of 22 mg/dl, possibly due to settings in the insulin pump. Customer was found unresponsive and treated with a glucagon shot. It was found that there was no carbohydrate ratio setting programmed into the device. This was then programmed. Troubleshooting for low blood glucose was declined. The customer called back and stated most recent blood glucose was 36 mg/dl. When the customer checked again, it was 44 mg/dl. The customer treated with milk and chocolate syrup. It was advised to check customer's blood glucose every fifteen minutes and treat accordingly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.